Manufacturer narrative:
The engineer checked the logs and recommended ordering more oil for future use. There have not been any more issues on the system, and oil was ordered to be available on-site as material only. The client was informed of the resolution and the proactive measure.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system had stopped working, after restarting a couple of times it is working now. The clinical use of the system was in use.there was no harm reported to philips.